Manufacturer narrative:
Device received with no all button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to no button response. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The customer¿s blood glucose level was 300 mg/dl. The customer reported that the buttons were hard to press during blank display. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.